Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed with multiple radio frequency errors. The patient's blood glucose at the time of incident was 115 mg/dl. Troubleshooting was initiated for the radio frequency error. The alarm occurred during the rewind and prime process. However, the customer was able to rewind after the alarm occurred. The customer confirmed that a temp basal was not programmed before the alarm occurred. The insulin pump was not returned for analysis.